Event description:
It was reported that a patient who underwent a deep brain stimulation procedure in 2021 experienced an allergic reaction to the implant material. One year after implantation, the patient reported pain, redness, and discomfort at the lead extension connection location. Continuous symptoms required multiple surgical cleanings, with at least eight operating room visits, and cultures were collected during these procedures. Microvascular flaps were utilized, and an extension change was performed in (B)(6) 2024. Despite these interventions, the patient continued to experience symptoms, and in (B)(6) 2025, the device was explanted due to ongoing allergic reaction and rejection of the implant. The patient experienced temporary injury after each surgery, and hospitalization was extended due to the need for multiple surgical interventions.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: va2e91k); product type: 0200-lead; explant date (B)(6) 2025 brand name activa; product ID 3708660 (serial: (B)(6); product type: 0191-extension; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.